Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00072. It was reported that the patient had an infection at the surgical site. Initially, the patient was prescribed oral antibiotics. The patient was later admitted to the hospital and underwent surgery wherein the entire scs system was explanted.